Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1:patent identifier: (B)(6). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in denmark as follows: it was reported that the planned movements were advance maxilla, back-up mandible around 4.5mm at incisors, around 9-10mm at osteotomy line. During surgery the surgeon repositioned the maxilla and then noticed that instead of having the mandible needing a posterior movement, he could fit the jaws in the final splint, with actually a small anterior movement of the mandible. Surgeon called the orthodontist in the or and together they decided not to operate the mandible anymore. It was noted that the surgeon somehow positioned the maxilla slightly rotated and approximately 1mm anterior (at incisors level), but the plate matched quite well the planned position; the condyles slid more posterior and superior in the fossae, creating a posterior and slight downward rotational movement (similar to opening bite) which brought the mandible incisors posterior. The a-p difference at the condyles level was about 2.5mm, which the 1mm more anterior position of the maxilla and the slight rotation of the mandible would account for the planned 4.5mm backward planned position at the mandible incisors. Surgeon didn't understand how the maxilla reposition error happened. The possibility of a rotation (lowering the posterior part and the anterior part being more anterior and superior) was discussed but it is actually the more difficult rotation to achieve in a maxilla (posterior downgrafting) as the soft tissue/muscles pull the maxilla the other way. No new surgery is currently planned to correct the outcome. There was a delay of around thirty (30) minutes trying to figure out the situation during the surgery. There was no patient harm reported. This report is for one (1) unknown mandible locking plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : additional patient identifier: (B)(6) this report is for an unknown mandible locking plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.